Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("unilateral right perforation, device extended cephalad from right cornua") in a (B)(6) female patient who had essure inserted for female sterilisation. Concomitant products included levonorgestrel (mirena) since (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 3 months 14 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the uterine perforation outcome was unknown. The reporter provided no causality assessment for uterine perforation with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical event is a known possible undesirable event and is not necessarily indicative of a quality defect. No batch number was reported; therefore, a technical batch investigation is not possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect, thus there is no relationship between the reported medical event and a quality defect. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-oct-2018: legal complaint received: reporter information updated, case became legal. Essure indication female sterilization was added. Essure legal "manufacture" has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial indicates here initial submission by the new legal manufacturer only. This non-medically confirmed, spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and 3 months later, unilateral right perforation was diagnosed. Essure inserts were not removed. Outcome is unknown. This event is listed in essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move in/out of fallopian tubes. Although the exact date was not provided, given the nature of perforation, a causal relationship with essure cannot be excluded. This case is regarded as incident due to serious injury associated with essure. A product technical analysis concluded unconfirmed quality defect. The patient was transferred to another surgeon. Therefore, no further information can be obtained. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case describes the occurrence of uterine perforation ('unilateral right perforation, device extended cephalad from right cornua?migration') and fallopian tube perforation ('fallopian tube perforation/migration') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levonorgestrel (mirena) since (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 3 months 14 days after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic/abdominal pain"), abdominal pain ("pelvic/abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed. At the time of the report, the uterine perforation, fallopian tube perforation, dyspareunia, dysmenorrhoea, migraine and fatigue outcome was unknown and the pelvic pain, abdominal pain and menorrhagia had resolved. The reporter provided no causality assessment for uterine perforation with essure. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: discrepancy noted for date of removal: 42465 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Imaging procedure - on (B)(6) 2015: failure to occlude. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical event is a known possible undesirable event and is not necessarily indicative of a quality defect. No batch number was reported therefore a technical batch investigation is not possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical event and a quality defect. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 1-oct-2019: ppf received. Reporter's information was added. Added event pelvic/)abdominal, dyspareunia (painful sexual intercourse), migration of essure device,dysmenorrhea (cramping), menorrhagia(heavy menstrual bleeding), fallopian tube perforation, migraine, fatigue. Updated outcome of event pain & bleeding. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.